Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01881. It was reported that patient experienced ineffective stimulation and muscle cramps when the system was on. Reprogramming was not able to resolve the issue. As a result, surgical intervention may take place to address the issue.